Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2024 for peritonitis. It was reported that the patient was using the shorter fresenius liberty cycler set lines and cannot reach the bathroom to wash hands/sanitize which may have caused the event. In an additional call, the patient¿s pd nurse confirmed that on (B)(6) 2024 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, it is unknown if the patient had a pd culture in the hospital. However, it was stated the patient was diagnosed with peritonitis and was treated with intra-peritoneal (ip) antibiotic therapy using ancef 2 grams. Subsequently, on (B)(6) 2024 the patient was discharged from the hospital. The patient is continuing pd treatment with the same cycler and recovering from the event. The nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the patient has to disconnect from pd treatment because the new cassette lines are too short to reach the patient¿s bathroom. Therefore, the nurse attributed the peritonitis to touch contamination due to this issue. Per the nurse, the cassette lines have been discarded.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the peritonitis event can be reasonably attributed to touch contamination while disconnecting from the pd exchange to go to the bathroom, as reported by the patient¿s pd nurse. Currently, there is an allegation that the liberty cycler set lines are too short which resulted in the patient needing to disconnect from pd treatment to use the bathroom. The manufacturer instructions for use (IFU) provide caution to the user not to touch the inside of connections and to use aseptic technique when connecting/disconnecting from treatment. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2024 for peritonitis. It was reported that the patient was using the shorter fresenius liberty cycler set lines and cannot reach the bathroom to wash hands/sanitize which may have caused the event. In an additional call, the patient¿s pd nurse confirmed that on (B)(6) 2024 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, it is unknown if the patient had a pd culture in the hospital. However, it was stated the patient was diagnosed with peritonitis and was treated with intra-peritoneal (ip) antibiotic therapy using ancef 2 grams. Subsequently, on (B)(6) 2024 the patient was discharged from the hospital. The patient is continuing pd treatment with the same cycler and recovering from the event. The nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the patient has to disconnect from pd treatment because the new cassette lines are too short to reach the patient¿s bathroom. Therefore, the nurse attributed the peritonitis to touch contamination due to this issue. Per the nurse, the cassette lines have been discarded.